Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third and fourth firing, when cutting and closing the stomach body, the staple had a poor formation and incomplete staple line distally. The surgeon sutured the anastomosis to resolve the issue.